Event description:
It was reported the lead impedance was out of range greater than 10,000 ohms. The device interrogation was performed on (B)(6) 2014 and no interventions were taken. It was related to the device or therapy and possible related to the implant procedure. There were no signs or symptoms and the outcome of the event was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3487a-45, lot# v183264, implanted: (B)(6) 2009, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3487a-45, lot# v101634, implanted: (B)(6) 2009, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 3487a-45, lot# v183264, implanted: (B)(6) 2009-06-05, product type: lead; product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3487a-45, lot# v101634, implanted: (B)(6) 2009, product type: lead; product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 3487a-45, lot# v183264, implanted: (B)(6) 2009, product type: lead; product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3487a-45, lot# v101634, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study. It was reported that the device was reprogrammed on (B)(6) 2014 and the event was resolved without sequelae.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 3 487a-45, lot# v183264, implanted: (B)(6) 2009, product type: lead; product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3487a-45, lot# v101634, implanted: (B)(6) 2009, product type: lead; product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 3487a-45, lot# v183264, implanted: (B)(6) 2009, product type: lead; product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3487a-45, lot# v101634, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that x-rays were performed on (B)(6) 2015 and showed distinct migration of the right octad lead. No patient complications were reported as a result of this event.